Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection. A revision was performed and the ICD along with this right ventricular (rv) lead and the right atrial (ra) lead were explanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5120024, mw5120025.